Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR. Report number 1221359-2022-02961.

Event description:
The abbott sales representative (asr) reported two unconfirmed false positive results with the ID now covid-19 assay performed on unknown dates. This report is for patient one (1) of two (2). The asr called technical services department to report two false positive results with one of their customers and wanted to know why this occurred. Although requested, no additional information regarding the event, patient health status or outcome were provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.